Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 3 reports (different patients, same facility). Other mfg report numbers: 3013886523-2026-00045. 3013886523-2026-00047. A facility reported a cerelink sensor was consistently showing icp values of 25 and above. This led to the insertion of a ventricular drain, and icp then turned out to be 7. Thus, medical staff interpretation was that the sensor drifted and showed falsely elevated icp, and the patient underwent an unnecessary operation with a ventricular drain (which never needed to be used for drainage during the hospital stay). Patient with malignant media infarction. Hemicraniectomized.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The cerelink sensor was not returned for evaluation (is not available for return as per customer) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.